Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to confirm the reported display issue. To address the issue, the fse replaced the lcd display. In addition, when the fse turned the unit on to verify that the display was visible, within ten seconds the display went black again. The fse attempted to reseat all connections and replacing the inverter board, reflector board, and all cables, but the display was still not working, consequently, the customer opted to replace the display unit, and the fse replaced the main display and performed all functional, and safety tests per service manual. The iabp passed all tests and was returned to the customer and cleared for clinical use.

Event description:
It was reported that during routine check of the cs300 intra-aortic balloon pump (iabp) , the display was not visible with lines running through it. There was no patient involvement and no adverse event was reported.